Event description:
Event description guidant received information that this implantable transvenous defibrillation lead was explanted when it exhibited noise or diaphragmatic oversensing on the pace/sense channel causing pacing inhibition and tachy detection.